Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, lymphadenopathy and rupture.

Event description:
Healthcare professional reported, left side device rupture. Diagnosed via MRI. With the device found "completely dissolved" during surgery. Also reported, enlarged axillary lymph node, silicone granulomas in the capsule, pain and deformation of the breast. The device was explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, h6.

Event description:
Explanting physician reported left side device rupture diagnosed via MRI with the device found "completely dissolved" during surgery. Also reported enlarged axillary lymph node, silicone granulomas in the capsule, pain and deformation of the breast. The device was explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology which found: "capsule-like, sclerosed connective tissue, extensive adipose tissue necrosis and no evidence of malignancy."

Event description:
Explanting physician reported left side device rupture diagnosed via MRI with the device found "completely dissolved" during surgery. Also reported enlarged axillary lymph node, silicone granulomas in the capsule, pain and deformation of the breast. The device was explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology which found: "capsule-like, sclerosed connective tissue, extensive adipose tissue necrosis and no evidence of malignancy."

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/jun/2024.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain : : unable to observe as it is a medical event that is not related to the device. ¿ deformation : no observed. ¿ lymphadenopathy : : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Explanting physician reported left side device rupture diagnosed via MRI with the device found "completely dissolved" during surgery. Also reported enlarged axillary lymph node, silicone granulomas in the capsule, pain and deformation of the breast. The device was explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology.